Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer had a high blood glucose 471 mg/dl. She reported that the customer is a brittle diabetic. The customer was treated with a manual injection. The set had been changed and the caller reported that it was okay.